Event description:
It was reported that the device was used during a low anterior resection. The device did not cut properly. The device was used and the first reload would not line up to be fired. The second reload worked fine. Another device was used to complete the case. There was no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.